Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate across multiple cartridges. Customer¿s blood glucose was 173 mg/dl. Reportedly, customer reloaded the existing cartridge. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.